Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced inflammation at the site where the sensor was inserted and alleged that the sensor wire may have detached from the sensor pod and remained in the skin. On (B)(6) 2025, the patient visited a dermatologist who recommended diagnostic imaging to determine if the wire was still embedded in the skin. On that same day at 5:00 pm, the patient visited the hospital (unspecified department) and underwent an x-ray that showed no evidence of the sensor wire being left beneath the skin. The patient went home after two hours with a prescription for a course of oral antibiotics (clindamycin 300 mg, two capsules every six hours for seven days) to help with the inflammation. At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.